Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a power error detected. The customer¿s blood glucose level during the incident was 270 mg/dl. Troubleshooting was performed. The customer was advised to go through a series of steps after the call to clear the alarm. The customer was advised to monitor the insulin pump and call back if the error recurs. The device will not be returned for analysis.